Manufacturer narrative:
The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information one day post-implant of this annuloplasty ring implanted in the mitral position, this ring was explanted and replaced by a 26 mm annuloplasty ring. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this ring was explanted and replaced because the posterior leaflet of the native mitral valve did not take the repair. There were no product problems or other adverse patient effects reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.